Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes). Block h6 has been updated to code poor bite deeming this a non-reportable scenario, due to additional information received on march 20, 2024.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the product did not fire correctly. The procedure was completed with another mantis clip. There were no patient complications have been reported as a result of this event. Additional information received on march 20,2024: clip deployed but did not close on tissue. Clip left in patient and new clip used instead.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the product did not fire correctly.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the product did not fire correctly. The procedure was completed with another mantis clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.